Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2015 and suture was used. During the procedure, the needle broke. An x-ray was performed but the needle was not recovered. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.